Event description:
It was reported the customer had a keypad anomaly. The customer stated their keypad would be unresponsive. Customer also stated their insulin pump does not beep when switching from standard to pattern setting. Customer's blood glucose was 47 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly however, found moisture damage on the keypad traces during visual inspection. Insulin pump was programmed with standard, pattern, and pattern b basal rates. The insulin pump switches between the basal rates properly and the beep alert when switching between standard, pattern a, and pattern b basal rates is working properly. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.